Event description:
It was reported that bd insyte-a bl 22 ga x 1.5 in leakage at catheter junction according to the customer report blood leaked out from the base of the catheter and hub during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1.no sample returned, photos returned from the customer, observed the returned photos, there is a damage at the root position of catheter tube 2.review batch record information 1.complaint lot 3286465 was produced on insyte a assembly line, produced in november 2023, packaging at m860 packing machine in november 2023, lot quantity is 11.36k. 2.review the in-process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. 3.review the production record and machine troubleshooting records for this lot product, no abnormality, deviation, or rework activities. 3.check the appearance of retained sample of complaint lot and perform leakage test, the result- no abnormality was observed on the appearance of retained sample, the leakage result is pass of the retained sample 4.root cause investigate review the assembly line, perform mock test on the station where the production line contacts the catheter tube. 1.tipping lube station deliberately prick the catheter using a lubrication guide pin, observe the penetration position shape, and compare with the defect photo, the two are different. 2.final assembly station penetration the catheter deliberately with the needle tip, observe the penetration position shape, and compare with the defect photo, the two are different. Remark- during these stations, the probability of catheter damage is very small, tipping lube station, the head of the guide pin is a guide fillet, the probability of occurrence is low; final assembly station, it is a manual assembly, and the assembly of each product will be checked, and any abnormality will be removed immediately, and the probability of occurrence is low. Based on above, the defect failure mode cannot be reproduced, and the root cause cannot be identified 5. Plant continue pay attention to this defect. And the plant inform this defect on the ssu, if the catheter is damaged, the defective product should be removed immediately and reported;

Event description:
No additional information provided.